Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and patient's concern with the product.

Event description:
Patient reported left side "happy to have {textured implant} removed to reduce risk of developing cancer", capsular contracture (grade unknown), uncomfortable in every day life, time bombs, deformities, "issues". Patient was diagnosed with temporal lobe epilepsy after suffering a grand mal seizure, which is not device related. The device remains implanted.